Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.50 x 20 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. Upon removal of the bdc from the plastic hoop/coil the proximal shaft was observed to be kinked. There was no damage noted to any of the packaging prior to opening and no resistance was felt during removal of the bdc from the plastic hoop/coil. The bdc was not used in the procedure. A new 3.50 x 20 mm nc trek rx was used to successfully complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. Returned device analysis did not find a kink in the proximal shaft as reported; however, a proximal shaft separation was identified. Follow-up with the account confirmed that the shaft separation was observed when the device was removed from the hoop/coil. No additional information was provided.